Event description:
No blood glucose levels reported. The customer reported multiple no delivery alarms from the insulin pump. The customer was advised that the infusion set cannula could be bent. The customer declined to troubleshoot. No additional info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).